Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jul-2019 with the following findings: during investigation, the display lens was found to be cracked. Report late due to transition from vmsr program. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked display lens. This report is made based on results of investigation completed on 18-jul-2019. There was no indication that the product caused or contributed to an adverse event.